Event description:
It was reported that the patient sent in an email expressing dissatisfaction with their faulty right ventricular (rv) pace/sense/defib lead and the treatment and information they had received. It was also reported that the lead had caused inappropriate shocks and was suspected of having fractured. The lead was explanted. A new rv lead was implanted. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. The lead was noted to have very high impedance and oversensing.